Event description:
Physician reported, during phone conversation, on september 7, attempting to embolize a cranial atrio-ventricular malformation located off of the internal carotid artery. Physician used 500-700 micron. Embosphere microspheres but followed with pieces of silk suture material. Catheter became clogged and was successfully opened with pressure from syringe. Physician noted reflux of contrast (reversed flow) when this happened. During angiographic evaluation, following embolization, physician noted that opthalmic artery occlusion. Total parenteral alimentation infusion was attempted but vessel slow remained sluggish. Pt lost sight in one eye.